Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an electrosurgical device. The customer reports that during the procedure, the catheter broke closer to the proximal end and was left in the pt. It appeared to be approximately 6 inches. The doctor performed a cutdown procedure, the retrieve the broken piece. Pt has described pain in the leg and was put on prophylactic antibiotics, and prophylactic lovenox. Ultrasound showed no dvt.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.